Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she did have low blood glucose of 32 mg/dl and became unconscious. Paramedics were called, treated her with glucagon shot and became conscious again. No further info was provided.